Event description:
It was reported the parkinson's disease patient ¿felt unsatisfied with the effect¿ of his deep brain stimulator (dbs). The patient¿s ¿body was shaking and rigid¿ and they experienced ¿about 50%¿ symptom reduction at the time of report. A MRI was performed and found ¿the leads were off target.¿ the patient¿s physician ¿judged the reason was the leads were implanted too light.¿ it was stated the cause of the event was determined and was not device related. The patient was to have his two leads replaced three days after initial report. Following the replacement, the patient¿s ¿results were satisfactory.¿ the patient was in the hospital and receiving effective therapy as of four days after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0dfz2, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0dfz2, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) device evaluation: analysis of both leads found there was no anomaly.